Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The right atrial lead exhibited elevated thresholds, so a chest x-ray was performed which revealed the lead had dislodged. The lead was explanted and replaced.